Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Further company follow-up with the consumer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("pelvic pain/pain: pelvic pain severe"), genital haemorrhage ("abnormal heavy bleeding"), abortion spontaneous ("pregnancy (miscarriage)") and pregnancy with contraceptive device ("pregnancy (miscarriage)") in a 32-year-old female patient (gravida 8, para 4) who had essure (batch no. B944888) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2014. The patient's past medical history included migraine, headache, arthritis and high cholesterol. Previously administered products included for high blood pressure: lisinopril from 2017 to (B)(6) 2018. Concurrent conditions included overweight. Concomitant products included multivitamin and prenatal vitamins. In (B)(6) 2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: uterus"), vulvovaginal pain ("vaginal pain/pain: vaginal severe"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), rash ("rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), peripheral swelling ("swelling of legs"), alopecia ("hair loss") and pain in extremity ("pain: leg"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and pelvic adhesions ("reproductive system disorder or condition : pelvic adhesions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she underwent full hysterectomy and bilateral salpingectomy for essure removal) and surgery (ablation in (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, device expulsion, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, rash, migraine, headache, pelvic adhesions, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, peripheral swelling, alopecia and pain in extremity outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic adhesions, pelvic pain, peripheral swelling, pregnancy with contraceptive device, rash, salpingitis, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion pregnancy test - in (B)(6) 2016: positive. Most recent follow-up information incorporated above includes: on 8-oct-2018: reporter information was added. This case concerns 32 year old patient. Her demographics were added. Pregnancy details were added. Lab data was added. Her historical medication/condition and concurrent conditions were added. Essure insertion date was added. Essure lot number was added. Essure indication was amended. Her concomitant medications were added. Per plaintiff fact sheet following events: chronic salpingitis, pregnancy (miscarriage); pregnancy with contraceptive device; abnormal bleeding (vaginal/menorrhagia), apareunia (inability to have sexual intercourse), depression, rash, migraines, headaches, adhesions, migration of essure device location of device: uterus, nausea, dysmenorrhea (cramping), dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, swelling of legs, hair loss and pain: leg were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("tried to perform an endometrial ablation but had a perforation during the time of the procedure"), embedded device ("attempt is made to extract the coil by unscrewing it from the tissue, but the tissue is embedded in the tube."), salpingitis ("chronic salpingitis"), pelvic pain ("pelvic pain/pain: pelvic pain severe"), genital haemorrhage ("abnormal heavy bleeding"), abortion spontaneous ("pregnancy (miscarriage)") and pregnancy with contraceptive device ("pregnancy (miscarriage)") in a 32-year-old female patient who had essure (batch no. B944888-inv, b94888-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2014. The patient's medical history included migraine, headache, arthritis, high cholesterol, irregular menstrual cycle, multi gravida, parity 4 ((B)(6) 2010, (B)(6) 2012, (B)(6) 2013, (B)(6) 2014).) And miscarriage. Negative past medical history: osteomyelitis. Previously administered products included for allergy: povidone iodine; for high blood pressure: lisinopril from 2017 to (B)(6) 2018; for prevent pregnancy: depo provera from december 2012 to (B)(6) 2013, mirena in (B)(6) 2012, depo provera from 2009 to 2010 and birth control pills. Concurrent conditions included overweight, hyperplasia endometrial and fish allergy. Concomitant products included bupropion hydrochloride (wellbutrin) since 2014, gabapentin (neurotin) since 2014, gabapentin since 2014, hydrochlorothiazide since august 2014, hydroxyzine since (B)(6) 2014, lisinopril since (B)(6) 2014, minerals nos;vitamins nos (prenatal vitamins), sumatriptan (imitrex) since 2014 and vitamins nos (multivitamin). In (B)(6) 2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: uterus"), vulvovaginal pain ("vaginal pain/pain: vaginal severe"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), rash ("rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), peripheral swelling ("swelling of legs"), alopecia ("hair loss") and pain in extremity ("pain: leg") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and pelvic adhesions ("reproductive system disorder or condition : pelvic adhesions") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (ablation in (B)(6) 2014, hysterectomy with bilateral salpingectomy and she underwent full hysterectomy and bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, salpingitis, pelvic pain, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, device expulsion, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, rash, migraine, headache, pelvic adhesions, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, peripheral swelling, alopecia and pain in extremity outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic adhesions, pelvic pain, peripheral swelling, pregnancy with contraceptive device, rash, salpingitis, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Trailing coils noted: left 1. Trailing coils noted: right 5. There were noted to be 5 coils outside of the os on the left side, and a cauliflower appearance to the coils. Could not definitely rule in appropriate placement at this time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram - in 2014: results: total bilateral occlusion. I was told everything was normal.. Pregnancy test - in (B)(6) 2016: results: positive. Lot number b944888 is invalid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, pelvic adhesive disease. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device embedded, uterine perforation. Lot number report b944888 and b94888 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-dec-2018: update of information (batch is invalid) on 14-dec-2018: pfs received: historical and concomitant drugs were added. Medical history were added. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("tried to perform an endometrial ablation but had a perforation during the time of the procedure"), embedded device ("attempt is made to extract the coil by unscrewing it from the tissue, but the tissue is embedded in the tube."), salpingitis ("chronic salpingitis"), pelvic pain ("pelvic pain/pain: pelvic pain severe"), genital haemorrhage ("abnormal heavy bleeding"), abortion spontaneous ("pregnancy (miscarriage)") and pregnancy with contraceptive device ("pregnancy (miscarriage)") in a 32-year-old female patient who had essure (batch no: b944888-inv, b94888) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in september 2014. The patient's medical history included migraine, headache, arthritis, high cholesterol and irregular menstrual cycle. Negative past medical history: osteomyelitis. Previously administered products included for allergy: povidone iodine; for high blood pressure: lisinopril from 2017 to on (B)(6) 2018. Concurrent conditions included overweight, hyperplasia endometrial and fish allergy. Concomitant products included ascorbic acid; biotin; minerals nos; nicotinic acid;retinol; tocopherol;vitamin b nos; vitamin d nos (prenatal vitamins) and multivitamin. On (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: uterus"), vulvovaginal pain ("vaginal pain/pain: vaginal severe"), vaginal haemorrhage ("abnormal bleeding (vaginal)", menorrhagia ("abnormal bleeding (menorrhagia)", female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), rash ("rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), peripheral swelling ("swelling of legs"), alopecia ("hair loss") and pain in extremity ("pain: leg") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and pelvic adhesions ("reproductive system disorder or condition : pelvic adhesions") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (ablation in sep-2014 and she underwent full hysterectomy and bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, salpingitis, pelvic pain, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, device expulsion, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, rash, migraine, headache, pelvic adhesions, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, peripheral swelling, alopecia and pain in extremity outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic adhesions, pelvic pain, peripheral swelling, pregnancy with contraceptive device, rash, salpingitis, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Trailing coils noted: left 1. Trailing coils noted: right 5. There were noted to be 5 coils outside of the os on the left side, and a cauliflower appearance to the coils. Could not definitely rule in appropriate placement at this time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram: in 2014: results: total bilateral occlusion. Pregnancy test: in october 2016: results: positive. Lot number: b944888 is invalid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, pelvic adhesive disease. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device embedded, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: medical record received. Reporter's information and lot number was added. Events added: attempt is made to extract the coil by unscrewing it from the tissue, but the tissue is embedded in the tube, tried to perform an endometrial ablation but had a perforation during the time of the procedure. Concomitant conditions were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("pelvic pain/pain: pelvic pain severe"), genital haemorrhage ("abnormal heavy bleeding"), abortion spontaneous ("pregnancy (miscarriage)") and pregnancy with contraceptive device ("pregnancy (miscarriage)") in a 32-year-old female patient (gravida 8, para 4) who had essure (batch no. B944888-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2014. The patient's past medical history included migraine, headache, arthritis and high cholesterol. Previously administered products included for high blood pressure: lisinopril from 2017 to (B)(6) 2018. Concurrent conditions included overweight. Concomitant products included multivitamin and prenatal vitamins. In (B)(6) 2014, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: uterus"), vulvovaginal pain ("vaginal pain/pain: vaginal severe"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), rash ("rash"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), peripheral swelling ("swelling of legs"), alopecia ("hair loss") and pain in extremity ("pain: leg"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and pelvic adhesions ("reproductive system disorder or condition : pelvic adhesions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent full hysterectomy and bilateral salpingectomy for essure removal), surgery (she underwent full hysterectomy and bilateral salpingectomy for essure removal) and surgery (ablation in (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, device expulsion, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, rash, migraine, headache, pelvic adhesions, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, peripheral swelling, alopecia and pain in extremity outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic adhesions, pelvic pain, peripheral swelling, pregnancy with contraceptive device, rash, salpingitis, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion pregnancy test - in (B)(6) 2016: positive. Lot number b944888 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-oct-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.